Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient alleges the bolus recommendations provided by the blood glucose monitor are not accurate. The bolus adviser didn't show insulin bolus that should have been injected. The insulin bolus wasn't injected; therefore, the patient experienced elevated blood glucose levels. The patient was hospitalized with a blood glucose result of 23.0 mmol/l. The patient was treated with insulin pens and was in the hospital until (B)(6) 2017. The blood glucose monitor cannot be returned for legal and customs issues.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.